Event description:
Report received of a non-delivery of an antibiotic. It was reported that the ivpb was backing up into the primary IV solution and nothing was being delivered to the distal patient line. There were no reported pump alarms. The nurse that reported the event stated that the nurse had the secondary line positioned above the primary line and that the tubing was loaded correctly into the pump. There was a non-delivery of an unspecified antibiotic that was reported as a result. There was no reported adverse patient event. The pump was reportedly replaced and therapy was continued without further incident reported. Though requested, there was no further information available.